Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned sample is in locked condition, with unused deployment mechanism but the stent is 35 mm partially/ prematurely deployed which reportedly occurred outside patient. A guidewire is not part of the return. During evaluation testing, a system compatible 0.035 inch guidewire can only be inserted with high force, so that the inner catheter can be seen elasticly moving inside the system. The inner catheter cardan tube is elongated, furtherly confirming excessive friction between guidewire lumen and guidewire upon insertion attempt. The investigation leads to confirmed result for incompatibility, and cardan tube elongation. In this case the system was flushed five times, and system compatible 0.035" guidewire was in use. A damage was not seen. Based on the investigation of the provided information, the investigation is closed as confirmed for cardan tube elongation, and device incompatibility. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The IFU state: if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used., and 'prior to use flush the guidewire lumen of the stent system with normal, sterile saline until saline exits the tip of the system'. Regarding accessories the IFU state: insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using the lifestent vascular stent. During the procedure, it was reported that the guidewire was not able to pass through the stent after the first 50 cm due to excessive friction. The procedure was completed with another device. There was no reported patient injury.